Event description:
It was reported that during a meniscus repair surgery while using an ultrafastfix, t2 cannot be secured and fall off. The ts were removed. The procedure was completed with a back up device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported curved ultra fast-fix assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cut and t1 is missing. The depth limiter has been trimmed to the surgeons desired length. The needle is bent at the distal tip. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation of the device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.